Event description:
Pulse lavage started leaking significantly around/through the battery box when hooked up to irrigation. A new lavage was opened to complete the procedure. Product had patient contact but no patient harm.